Event description:
It was reported that the customer received the no delivery alarm on the insulin pump three times while bolusing. The customer's blood glucose was around 200 mg/dl. Troubleshooting could not be performed because the alarm was a past issue. Advised to call back when the alarm occurred in order to troubleshoot. The customer stated that he had changed the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.